Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to kidney failure with high blood glucose of 500 mg/dl. The current blood glucose was 288 mg/dl. Customer ate an orange, taking shot to cover blood glucose 288 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump was lost in hospital unable to troubleshoot. The device will be returned for analysis.